Manufacturer narrative:
This occurred on an unspecified date in the spring of 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a 200ml sv (small volume) intermate ruptured. This was identified while filling the device with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between june 07, 2018 - june 08, 2018. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.